Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer.

Event description:
It was reported that when lying down she could feel stimulation but when she was standing she was not feeling stimulation. It was stated that the implantable neurostimulator (ins) was implanted yesterday and since today the patient was not feeling stimulation going down to her legs. It was stated that the patient programmer was showing no other programs and that stimulation was set at 2.4v. It was stated that the patient turned up stimulation while standing and still did not feel the stimulation. Additional information received reported that the patient was working with the manufacturer¿s representative and was in the process of having their concerns resolved. It was stated that the patient had appointments on (B)(6) 2014.